Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The probable root cause of the reported issue was due to handling. Based on the device evaluation, it can be confirmed that the tip of the probe has fallen off. External force may have been applied to the tip due to the shape of the damage on the device. Therefore, it is likely that the tip of the probe could not bear the load, was damaged, and fell off. As stated on the instruction for use, states do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the probe unit in the scope was found with a leak. The probe tip in the c-body unit was observed to be broken. The reported issue was confirmed. In addition, deep scratches in the biopsy channel was determined. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications.

Event description:
It was reported that the device distal end tip where the balloon is being placed was found missing. The issue occurred during preparation for use. There were no further information regarding the event. There was no patient involvement on this report. No user harm or injury was reported.